Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during an unspecified number of intraocular lens implantation procedures, the trailing haptic sticks to the optic and a second instrument is utilized to release the haptic from the optic. There was no patient harm reported. Further information is not available from the reporting facility.